Manufacturer narrative:
Investigation summary: bd received 2 photographs and 1 sample from the customer in support of this complaint. An evaluation of both was performed and the indicated failure of missing cap/stopper assembly was observed. Additionally, 100 retention samples from the bd inventory were visually inspected, and no missing cap/stopper assemblies were found. Bd was able to confirm the customer¿s indicated failure mode with the photos and samples provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tube there was a missing component of product. The following information was provided by the initial reporter. The customer stated: the "edta tube was received without a lid."